Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch was not responsive in application mode. The field service engineer replaced latch and applied conductive grease to all tower door latch. Checked all harnesses and connectors and connections tightened and crimped. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed door. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.